Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated as the device was found to be displaying the reported error message during the investigation. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be defective. Replace the downstream occlusion sensor. A nonconformance (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test a constant "cassette not attached properly. Reattach cassette" alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.